Manufacturer narrative:
Reportedly the calibration and quality controls were acceptable at the time of testing. The customer was concerned the result had a "hu" data flag. Per product labeling: "hu - alarm: higher uncertainty, description: the result lies between the limit of detection (lod) and the limit of quantitation (loq)., cause: the sample concentration is too low., remedy: 1. For specific c 503 tests: repeat the test with increased sample volume, if available for the test. Check the sample volumes on menu > application. 2. For ise and c 503 tests: perform maintenance > 18 sample probe wash. 3. Repeat the test with a new aliquot." The customer did not provide any additional information for the investigation. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the tp2 (total protein gen. 2) assay on a cobas c 503 analytical unit. The sample initially resulted in a tp2 value of 0.3 g/dl, accompanied by a data flag. The sample was reported outside of the laboratory and questioned. The sample was repeated resulting in a value of 7.0 g/dl, which was deemed correct. The tp2 reagent lot was 63565201 with an expiration date of 31-jul-2023.